Event description:
An infusion pump out of range. Info was not provided regarding whether or not the device was in pt use when the event occurred. The hosp rep stated that there have been no reports of any pt incident involving this pump since the last baxter svc event.